Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was wearing the infusion set for 5 days. The customer did not have an alternate method of insulin therapy available. Customer was recommended to contact health care provider to obtain a backup method of insulin therapy. Customer¿s blood glucose level was in the 300's mg/dl.